Event description:
The manufacturer representative reported that they were unable to communicate intra-op with the new implant using two different clinician programmers. Potential sources of interference from the x-ray and cautery and lights were removed and they were still unable to communicate. A back-up implant was used and was able to communicate with the clinician programmer successfully, but was stated to be sluggish. It was noted that in the room next to the surgery center was an MRI that might have interfered with communication. The indication for use was multiple back operations. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.